Manufacturer narrative:
(B)(4). This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it was discarded. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm pericardial aortic valve was explanted after an implant duration of approximately 13 years due to aortic stenosis. The explanted valve was replaced with another 21mm edwards pericardial aortic valve of a different model. At explant, this valve was slightly hardened and mobility of leaflets was slightly restricted; however, it relatively did not look that damaged. Total arch replacement, mvr, tricuspid repair with an annuloplasty ring, and maze surgery were also performed. There were no adverse patient effects as a result of the valve replacement. The patient's status was reported as ¿under treatment¿ in the ICU.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.